Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant, higher than expected ft4 result was obtained when a single patient sample was tested using vitros ft4 lot 5750 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros ft4 result for the same sample obtained on the customer's previous vitros ft4 lot. Patient 1, vitros ft4 lot 5750 result of 1.90 ng/dl (euthyroid) versus the vitros ft4 (lot not provided) result of 0.71 ng/dl (hypothyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected vitros ft4 result was obtained from patient correlation testing and was not reported from the laboratory. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, higher than expected ft4 result was obtained when a single patient sample was tested using vitros ft4 lot 5750 on a vitros 5600 integrated system. The result was considered discordant when compared to a vitros ft4 result for the same sample obtained on the customer's previous vitros ft4 lot. A definitive cause of the event was not established. A vitros ft4 lot 5430 reagent issue is an unlikely cause of the event as qc results on the date of the event indicated acceptable vitros ft4 lot 5750 reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ft4 lot 5750. There was no evidence of an instrument malfunction. In addition, vitros ft4 results from biorad qc testing were acceptable on the date of the event on the vitros 5600 integrated system. Therefore, an instrument related issue is an unlikely cause of the event. Improper handling of the patient sample between testing events cannot be ruled out as a contributor to the event. It was not determined how the patient sample was stored or handled between testing on the customer's previous vitros ft4 lot and their new vitros ft4 lot (lot 5750).